Manufacturer narrative:
No conclusion code available. Final analysis found the reported inability to communicate with the device was confirmed in the laboratory and was due to low battery voltage. The device was tested on the bench as well as using automated test equipment and no anomalies were found. The original battery was returned to the vendor for further evaluation and no anomaly was found. The cause of the depletion could not be determined.

Manufacturer narrative:
(B)(4)

Event description:
It was reported that the device could not be interrogated. It was noted that at the previous follow up, the eri-eol margin appeared short. Device was explanted and replaced. Patient was fine after the procedure.